Event description:
The ventilator was connected to the patient. The ventilator failed to deliver gas. There was no patient injury. The ventilator settings are unknown and are not available. An alarm activated, but the type of alarm is unknown.